Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor and the sensor did not pair with the ilet bionic pancreas; customer care provided troubleshooting and education, including switching the ilet cgm setting from g6 to g7 and reentering the four-digit pairing code, and advised that pairing could take 15 to 30 minutes. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to therapy requiring medical intervention and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful completion of recommended pairing steps with instructions to monitor for completion and to call back if unsuccessful after the advised timeframe. It was concluded that the event involved a pairing difficulty without patient harm and that user-guided configuration steps were appropriate to resolve the issue.